Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. The product was received for evaluation. A follow up report will be submitted upon completion of the product investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver failed to turn on. The receiver case was opened, the internal inspection failed due to moisture damage being found. The receiver log was unable to be downloaded due to receiver not turning on. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.